Event description:
Device has been explanted and replaced.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 26mar2024. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.